Event description:
On (B)(6) 2011 the zimmer (B)(4) for (B)(4) reported information was received during a workshop from a medical professional that at (B)(6) or (B)(6) there was an alleged incident with the meshgraft cutting through the skin obtained for a transplant from a burnt baby. The surgeon and nurses were able to use another meshgraft device and obtained an additional skin graft to continue the procedure. There was no report of injury or medical intervention associated with the incident.

Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is completed.